Manufacturer narrative:
(B)(4). The investigation is in progress.

Event description:
The patient complained of sharp groin/belly pain and had an ultrasound completed that came back fine. Patient later complained of more pain that was in her upper, inner thigh only to observe a small piece of metal that was coming out through her skin. Patient pulled it out and kept the piece, describing it as pin-like. The patient had called the nurse practitioner stating a needle like object had protruded through the patient's leg. The patient returned to the facility to have kub x-rays to check the filter.[ it was confirmed by the kub x-rays that the filter was a celect filter, but two of the primary legs were broken off. One leg being the pin-like object that had broke off the filter and migrated and exited the leg and which the patient brought in to the facility with her. Also observed in the x-rays is a second leg that is broken on the filter, sitting just inferior and lateral patient's left to the ivc filter. The patient was not experiencing any symptomatic abdomen pain at that time. An appointment was made to extract the device. After the physician attempted for two and a half hours to retrieve the device it was successful. The filter was reported to have been implanted two years prior in (B)(6) 2009; however, it was not known what facility the implantation occurred.